Event description:
It was reported the device had a low battery with required replacement time indicated. It was also reported the patient felt fatigue when the device was in vvi pacing mode. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.